Event description:
The patient's parent reported the patient's blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 5 and 24 hours on the arm. Treatment information was not provided.

Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be damaged and torn off from the device. The soft cannula measured shorter than expected, 19.97mm in length, due to the damage. However, the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.